Event description:
The customer reported the insulin pump shutting off completely with a blank screen even after inserting a new battery. The significant event leading up to the blank screen was an a121 alarm. The customer's blood glucose value was 227 mg/dl. Troubleshooting did not resolve the issue with the device. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)